Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding further actions taken at this time to resolve the motor stall, the rep reported the physician had been advised to program the pump to minimum rate. The cause of the motor stall was unknown. If replaced, the physician will be advised to return the pump for analysis. The device was still implanted at the time of the report. It was unknown if the withdrawal symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported a replacement had been ordered. It was indicated the withdrawal symptoms had been resolved with oral mediation. The cause of the stall had not been determined. The device would be returned for analysis if removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported they were considering removal. The patient was doing well on a oral regimen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient receiving 150 m cg/ml of clonidine and 20 mg/ml of morphine (doses not provided) via an implantable pump for non-malignant pain. It was reported a motor stall was seen at interrogation and the patient had not had a magnetic resonance imaging procedure (MRI). The pump status and/or event log indicated a motor stall had occurred and the stall was active (no recovery). The following considerations were reviewed: consider pump replacement, programing to minimum rate, silence audible alarms, covering the patient with non-pump medications. It was reported the patient had experienced withdrawal. It was reported event occurred on (B)(6) 2018. It was unknown if there were any other environmental/external/patient factors that may have led or contributed to the motor stall. Regarding troubleshooting performed, the device had been interrogated. No actions or interventions had been taken yet. It was unknown if surgical intervention had been planned. The issue had not been resolved at the time of the report. The patients¿ status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.